Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited shock lead impedanct test (slit) less than 20/greater than 125 ohms. The last test done 4 months ago was 38 ohms. Historically, the impedance measurements have been in the 40s range. The device also displayed an elective replacement indicator (eri) 3 months ago.